Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2014-73457.

Event description:
It was reported that the customer received a no delivery alarm with this reservoir on her insulin pump, while she was trying to perform a high pressure test, during troubleshooting for high blood glucose. She received the no delivery alarm before using the tubing clamps. Nothing further reported.